Manufacturer narrative:
B3: december is the reported month of the event, but exact date not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had error code 41622. There was no patient involvement.

Manufacturer narrative:
H2) device evaluation: d3 manufacturing plant address, city, and zip code updated. H3, h6: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log confirmed the customer reported issue. The cause was identified to be debris between the gears, resulting in the immobilization of both gears. The debris was removed to resolve the issue.